Event description:
Additional information received indicated that programming was performed to resolve the event.

Event description:
It was reported that, during a remote follow-up, episodes of oversensing were observed on the device. Abbott technical support (ts) was contacted and suspected competitive atrial pacing and functional loss of capture to have occurred and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.